Event description:
It was reported the pt has been recharging the ipg more frequently due to using high power settings. As a result, the doctor plans to replace the pt's leads (with a different model or models) to decrease the power usage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.